Manufacturer narrative:
The reported events of a sensing issue, high pacing impedance, and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that a lead used during implant exhibited inverted r waves, high pacing impedance, loss of capture. Repositioning the lead did not resolve the issue and malfunction was alleged on the lead. The lead was not used and another lead was used to complete the procedure. No adverse patient consequences were reported.